Manufacturer narrative:
Additional information: b5, d6a, d6b, e1(first name, last name), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the catheter maintenance in the preparation for dialysis, the blue (venous) luer adapter was found to be broken or cracked and leaked. No instrument was used to loosen or tighten the device. Iodine was the cleaning agent used on the device and typically used as the cleaning agent for the adapter. No tego was utilized. The catheter had been in place for less than 2 months. Flushing was not done prior to use. Hemodialysis tubing luer adapter connection was the method utilized to tighten the adapters. It needed to be connected or utilized with hemodialysis tubing. The cleaning agents were allowed to dry thoroughly prior to applying ointments to the area. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. The catheter was repaired and resolved the issue. Only the reported luer adapter was replaced. A repair kit was used for the catheter from the competitor's temporary catheter. After replacing the adapter, the treatment could continue. No blood loss was reported. No blood transfusion was required. No medical intervention/treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6b(removed), e1(first name), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the catheter maintenance in the preparation for dialysis, the blue (venous) luer adapter was found to be broken or cracked and leaked. No instrument was used to loosen or tighten the device. Iodine was the cleaning agent used on the device and typically used as the cleaning agent for the adapter. No tego was utilized. The catheter had been in place for less than 2 months. Flushing was not done prior to use. Hemodialysis tubing luer adapter connections or adapters were tightened by manual connection. It needed to be connected or utilized with hemodialysis tubing. The cleaning agents were allowed to dry thoroughly prior to applying ointments to the area. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. The catheter was repaired and resolved the issue. Only the reported luer adapter was replaced, and the main catheter remained in the patient. A repair kit was used for the catheter from the competitor's temporary catheter. After replacing the adapter, the treatment could continue and was completed. No blood loss was reported. No blood transfusion was required. No medical intervention/treatment was required as a result of the event. There was no reported patient injury.

Event description:
According to the reporter, during the catheter maintenance in the preparation for dialysis, the blue (venous) luer adapter was found to be broken or cracked and leaked. No instrument was used to loosen or tighten the device. Iodine was the cleaning agent used on the device and typically used as the cleaning agent for the adapter. No tego was utilized. The catheter had been in place for less than 2 months. Flushing was not done prior to use. Hemodialysis tubing luer adapter connections or adapters were tightened or connected by hand. It needed to be connected or utilized with hemodialysis tubing. The cleaning agents were allowed to dry thoroughly prior to applying ointments to the area. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. The catheter was repaired on the same day and resolved the issue. Only the reported luer adapter was replaced, and the main catheter remained in the patient. A repair kit was used for the catheter from the competitor's temporary catheter. After replacing the adapter, the treatment could continue and was completed. No blood loss was reported. No blood transfusion was required. No medical intervention/treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b3, b5, g3 correction: e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the catheter maintenance in the preparation for dialysis, the blue (venous) luer adapter was found to be broken or cracked and leaked. No instrument was used to loosen or tighten the device. Iodine was the cleaning agent used on the device. No tego was utilized. The catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the venous luer adapter. There appeared to be no other abnormalities with the device. It was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.